Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that the footswitch was defective and the system generated x-ray without request. A siemens service engineer confirmed that the radiation indicator was lighting on when the issue occurred. The indicator is designed to alert the operator that the system is available for exposure and can avoid accidental radiation when a foot/ hand switch is defective. The affected footswitch was replaced and the problem did not recur. The system has been returned to clinical operation and no further actions are to be taken at this time.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the siremobil compact l system. The customer reported that x-ray was generated without any action on the footswitch or the handswitch. There is no report of impact to the state of health of any patient involved.